Event description:
Immediately upon insertion, leakage at the proximal end was noted under fluoroscopy. No alarms on the pump sounded. The iab was removed and replaced. No pt injury or further complications occurred.